Event description:
It was reported during the implant procedure on (B)(6) 2013, the lead was placed and anchored. The lead was tested intra-operatively and showed high impedances. The physician re-seated the lead but impedances were still high. The physician removed the lead and implanted a new lead. The lead was tested and it had normal impedances. The pt was programmed post-operatively with effective stimulation.

Manufacturer narrative:
Results - complaint was confirmed for "invalid impedance". The lead was returned complete and in good condition. However, microscopic inspection of the returned lead revealed a broken wire at channel 1. The broken wire was likely due to the implant procedure. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.